Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the adjustment buttons for the antitippers are missing and use a bolt to hold them into place.